Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the device not working was that they started to have diarrhea again and ¿couldn¿t feel the device¿. As steps taken to resolve the issue, the patient changed the batteries and, then with assistance from the manufacturer¿s representative, they turned it up a little. The patient stated that this was very painful so they ¿went back to number¿. Now then had stool and sometimes diarrhea. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient stated their stimulator was not working properly. They had been experiencing diarrhea. Patient was transferred to patient services, additional information stated that patient had noticed for the 3 days prior to the report they had not been feeling stimulation and their diarrhea symptoms had returned. Patient was able to sync with their patient programmer on the call and it showed stimulation was on program 4 at 2.0. Patient increased to 2.6 and reported they were feeling stimulation in the correct area. Patient had increased settings and was going to see if that resolved symptoms, they were redirected to their healthcare provider if it did not resolve. No further complications were reported or anticipated.

Event description:
Additional information was received. Patient stated that the manual was confusing. Patient also reported uncomfortable stimulation, that stimulation was hard and unpleasant. They also reported that the manual was confusing. No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when they were first setting it up, they increased stimulation to where their toes curled.

Manufacturer narrative:
Event date updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the temporary device worked great for her symptoms, and that since implant ((B)(6) 2018), therapy seemed to be on and off for effectiveness. The patient stated that stim started hurting really bad about 3-4 days ago on program 3, and the patient shut therapy off. The patient reported that she had a full return of symptoms yesterday ((B)(6) 2018). The patient stated that she was pooping her pants and her bed. The patient noted that the therapy was likely working for her. The day of the call, the patient was trying to turn therapy back on, but she was not feeling stim on program 4 @ 1.9. Patient services advised the patient to increase stim and the patient stated that she was feeling stimulation comfortably on program 4. The patient confirmed that stim was on. The patient reported feeling stimulation in the bicycle seat area. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.